Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. The transmission revealed the pulse generator exhibited a loss of capture. A diagnostics anomaly was also noted. The device was reprogrammed and would continue to be monitored.